Event description:
The date of the event is unknown. Customer reported set with hole in tubing. It was noted once set was primed and attached to patient. Fluid immediately squirted out of hole, allowing blood to back up in tubing. No patient harm occurred. Though requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4).